Manufacturer narrative:
A manufacturer representative went to the site to test the system. Testing revealed that there was a defective stand alone bd. Replaced stand alone 23vdc power supply. Found 5v power supply on low end of threshold, adjusted supply outputs. The system was then fully functional. Evaluation of the returned stand alone board confirmed the reported complaint, "failed to initialize." Visual inspections shows components r-20 and r-21 are electrically over stressed. Other relevant device(s) are: product ID: b i71000225, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system failed to initializing and unable to take images. Also received a software mismatch message. There was no patient involved.